Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the lp failed to be positioned in an optimal location. The procedure was aborted on 15 dec 2025. There were no patient consequences.